Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury or tr. Based on the available information, the cause of the reported tissue injury could not be determined. The reported tricuspid regurgitation (tr) appears to have been a cascading effect of the tissue injury. Additionally, tissue injury and tricuspid regurgitation are listed in the triclip system instructions for use as known possible complications associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed on (B)(6) 2025 to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with thin leaflets and a pre-existing cleft. A triclip was inserted and deployed on the tricuspid valve. A second triclip was then inserted and deployed on the tricuspid valve. However, during deployment of the second clip, a leaflet perforation was observed. No additional clips were implanted. The procedure was discontinued, and the tr was reduced to a grade of 4. On (B)(6) 2025, an echocardiogram was performed and revealed that the tr increased to a grade of 5. It was noted that the clips remained attached to both leaflets. The patient was reported to be stable and discharged.